Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00046 on 12-feb-2019. Corrected information (19-feb-2019): the customer clarified that the results labelled "repeat results" in the initial MDR were obtained on 06-nov-2018, and not 14-nov-2018. Sections b5 and b6 were updated to reflect the corrected information. Additional information (25-feb-2019): siemens further investigated the issue and determined that pre-analytical sample variables potentially contributed to the false negative toxoplasma m (toxo m) results. The result code and conclusion code in section h6 were updated to reflect the additional information. Based on the corrected information provided by the customer, MDR 2432235-2019-00098 was filed for the false negative toxo m results obtained on 06-nov-2018. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A false negative toxoplasma m (toxo m) result was obtained on a patient sample on an advia centaur xpt instrument. It is unknown if the toxo m result was reported to the physician(s). On 06-nov-2018, the sample was previously run twice at the customer's site and the results recovered negative. The sample was also tested at an alternate laboratory, using an alternate methodology (western blot), and a positive toxo m result was obtained on the patient sample. The positive toxo m result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false negative toxo m results.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a false negative toxoplasma m (toxo m) result was obtained on a patient sample on an advia centaur xpt instrument. A siemens customer service engineer (cse) was dispatched the customer's site on (B)(4) 2019 due to a failure in daily maintenance; the cse inspected the instrument and confirmed that the instrument was performing according to specifications. As per the toxoplasma m (toxo m) instructions for use, "the performance of the advia centaur toxo m assay has not been established with immunosuppressed specimens." Siemens is investigating the issue.

Event description:
A false negative toxoplasma m (toxo m) result was obtained on a patient sample on an advia centaur xpt instrument. It is unknown if the toxo m result was reported to the physician(s). The sample was repeated twice at the customer's site and the results recovered negative. The sample was also tested at an alternate laboratory, using an alternate methodology (western blot), and a positive toxo m result was obtained on the patient sample. The positive toxo m result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false negative toxo m results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00046 on (B)(6) 2019 and the initial supplemental MDR on (B)(6) 2019. Corrected information (B)(6) 2019): the supplemental MDR indicated that two negative toxoplasma m (toxo m) results were obtained on (B)(6) 2018. The two negative toxo m results were not obtained on 06-nov-2018; the two negative toxo m results were repeat results and were obtained on 16-nov-2018. The false negative toxo m results were reported to the physician(s). Sections b5 and b6 were updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00098_s1 was filed for the same issue.

Event description:
A false negative toxoplasma m (toxo m) result was obtained on a patient sample on an advia centaur xpt instrument. The false negative toxo m result was reported to the physician(s). The sample was also tested at an alternate laboratory, using an alternate methodology (western blot), and a positive toxo m result was obtained on the patient sample. The positive toxo m result was reported, as the correct result, to the physician(s). On (B)(6) 2018, the sample was repeated twice on the same instrument and the results recovered negative. There are no known reports of patient intervention or adverse health consequences due to the false negative toxo m results.